Manufacturer narrative:
The customer was assisted over the phone by the customer technical specialist (cts), and the low vacuum error was resolved by adjusting the vacuum. Service was dispatched to address the rbc/plt instrument background failures, which could not be resolved by phone troubleshooting. The field service engineer (fse) confirmed a contained diluent leak; the special restrictor tubing became disconnected from check valve at vc2 (bubble trap). The fluid spilled onto the peltier fan which needed replacement. The tubing was replaced, resolving the leak and the rbc/plt background failures. It should be noted that the vacuum errors and the background failures were unrelated events. Upon recur, this failure mode could cause rbc/plt counting /sizing errors. (B)(4).

Event description:
The fse reported a contained diluent leak from a restrictor tubing on the lh500. The instrument was recovering a low vacuum error and failing rbc and plt background. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.